Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 700 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 7/3/25 with the issue resolved and no permanent damage. During trouble shooting with tandem technical support it was found that the customer was using off label insulin humalog u-200 within the pump supplies. Tandem technical support educated the customer on insulin labeling.